Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/17/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reported having over 20 applications open in the back ground. Dexcom representative advised patient to close all applications, reset smart device and re-launch g5 application which was successful; application connected immediately and now getting readings. Dexcom representative advised patient to close all applications once done using them to avoid issue from re-occurring. No additional patient or event information is available.